Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, a warning message indicating that battery backup may not be available was observed. When tested, the device did not switch from ac to battery power. There was no adverse consequence to a patient as a result of this event.